Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was replaced and two leads were added. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.